Manufacturer narrative:
Evaluation, results: (root cause of the event could not be determined); inherent risk of procedure ¿ (death, mi, stent thrombosis, haemorrhage); (no results available since no evaluation performed) - device or procedural images not provided for review; (none) ¿ device not returned for evaluation. Conclusions: inherent risk of procedure ¿ (death, myocardial infarction, stent thrombosis and haemorrhage); unknown - (root cause could not be determined). (B)(4).

Event description:
Patient had a resolute integrity drug eluting stent implanted in the rca with 95% stenosis. Approximately 5 days later the patient expired. Cause of death was reported as mixed shock (cardiogenic and hypovolemic), acute myocardial infarction with inferior st elevation with right coronary artery stent thrombosis and upper gastrointestinal bleeding (chronic peptic ulcer).